Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the device had a burnt smell at the back of the programmer near the power supply, likely due to the cause of the smoke coming from the programmer, smoke was likely due to a keyboard screw that was stuck inside of the power supply. Analysis confirmed the long boot time so the software was reloaded. It was also noted that the keyboard was missing two screws, the system fan was noisy, the printer would not print, and the device was missing right keyboard hinge. Product ID 229047 analyzer.

Event description:
It was reported that the programmer was very slow to boot up and that a nurse at the clinic once saw smoke coming from the programmer. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event.